Event description:
Incident causing patient harm occurred on (B)(6) 2023 involving nuvisc. During routine cataract surgery with an experienced consultant the luer lock and cannula came off at speed into the patients eye. Information from (B)(6) 2023: during routine cataract surgery with an experienced consultant the luer lock and cannula came off at speed into the patients eye. Whilst undertaking routine cataract surgery, during the insertion of the viscoelastic at the start, to form the ac, the cannula came off and hit the lens with force despite a luer-lock being used and tightened. Rhexis was completed, although with di[?]culty, lens cracked and small fragment removed

Manufacturer narrative:
Bvi quality assurance has followed its internal procedure to conduct the appropriate complaint investigation, however the lot number us unknown by customer. Device history record (DHR) verification could not be completed. Investigation could not be completed since the failure cannot be confirmed due to lack of evidence of physical samples or pictures. Complaint database was reviewed and no further actions are required at this point.

Event description:
During routine cataract surgery with an experienced consultant the luer lock and cannula came off at speed into the patients eye causing a moderate harm, incident was reported in united kingdom.

Manufacturer narrative:
Additional information will be provided upon theinvestigation completion.